Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, lump and concern the device has been recalled. The report of cyst has been deemed not device related. The device remains implanted.

Event description:
Patient reported left side "rupture, lump and recall". Later healthcare professional reported "ruptured" confirmed via ultrasound. Patient undergone capsulectomy. The device was explanted and will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d6b, g2, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.

Event description:
Patient reported left side "rupture", "recall", "cyst", and "lump." Later healthcare professional reported "ruptured" and "small cyst" confirmed via ultrasound. Later healthcare professional reported "collapsed implant". The device was explanted and will not be returned.